Manufacturer narrative:
This report is filed february 26, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2014, resulting in fixture loss. The site was sutured closed at that time. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.